Manufacturer narrative:
This issue was resolved for the customer by performed their own repair. A visual and functional inspection was performed by silver cross hospital.

Manufacturer narrative:
Customer performed repair.

Event description:
It was reported via repair work order that the power cord sheathing was damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord sheathing was damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.